Event description:
It was reported that the implantable cardioverter defibrillator (ICD) longevity dropped from 9 years to of 7.5 years in a span of 3 months. Boston scientific technical services (ts) discussed that patient had magnetic resonance imaging done. Ts suggested to have a patient initiated interrogation (pii) and re-evaluation in a month. This device remains in service. No adverse patient effects were reported.